Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 5.1 was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was jammed. A field service engineer removed the back drawer and discovered that the red eject button was missing. Inspection revealed that the block assembly had dislodged, causing it to move with the drawer until it jammed. After carefully disassembling the affected parts, the fse freed the mechanism and found that hardware had loosened and fallen out, resulting in a complete separation of the assembly. The fse managed to locate one of the three missing screws but had to replace the other two with extra hardware to securely reattach the unit. A thorough check confirmed that there was no damage to the machining or sensor cables, and all components were intact. As a precaution, the retractor band was also replaced, though its wear appeared to be normal rather than related to this issue. The system functioned as intended after the field service engineer repaired the device.